Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that the delivery system was difficult to remove. A 10mm x 24mm carotid wallstent was selected for use in a percutaneous transluminal angioplasty and stenting procedure of the carotid artery. The stent was implanted; however, the delivery system was difficult to retract/remove. The procedure was completed with this device. There were no patient complications as a result of this event.